Event description:
It was reported to ventec that the lcd touchscreen on the device had locked-up and become unresponsive. There was patient involvement associated with the reported event, however, there were no reports of patient harm. No further details about the patient were provided. Ventec has made multiple attempts to obtain additional information about the patient, but no response has been received.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of its lcd touchscreen locking up and becoming unresponsive could not be confirmed. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be determined.